Manufacturer narrative:
Reviewed device history records. Device manufactured to all applicable specifications.

Event description:
At the patient's 5 month post operative exam, a broken screw was observed on the x-ray. The broken screw was removed during a revision surgery. No patient pain or injury was reported.